Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a polypectomy procedure performed on (B)(6), 2014.according to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip would not release from the catheter to deploy. The nurse tried to close the handle further and the wire of the handle broke. The nurse used the sheath and was able to deploy the clip to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable.¿

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was fully deployed and not returned. A kink was noted in the control wire. It was also noted that there was a cut of the control wire inside the handle. The coil was bent and stretched at the proximal end. It was also noted that the inner sheath was torn. Based on the condition of the returned device, the reported failure of clip difficult to release from catheter could not be confirmed, however, the failure of handle broken (broken wire) was confirmed. It is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip would not release from the catheter to deploy. The nurse tried to close the handle further and the wire of the handle broke. The nurse used the sheath and was able to deploy the clip to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable.¿

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18.(B)(4):the device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.